Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: awareness date reported on follow up 1 report as april 08, 2019 but should have been may 16, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The depth gauge (p/n 03.130.250 lot l657661) was returned and received at us cq. A visual inspection was performed. The measuring needle was observed to be bent and the measuring needle tip is broken off and missing. The broken off needle tip was not returned. No other issues were identified with the returned components of the device. DHR the received device was manufactured in balsthal and released to warehouse 12/5/17. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. The complaint is confirmed for the received depth gauge (p/n 03.130.250 lot l657661) as visual inspection showed a bent measuring needle with a broken tip. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part: 03.130.250. Lot: l657661. Manufacturing site: balsthal release to warehouse date: 05.december 2017 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a tip of the depth gauge broke off. A new depth gauge was used for the procedure. Fragments were generated but were removed without additional intervention. There was no surgical delay. Procedure was completed successfully. There was no patient consequence. This report is for one (1) depth gauge for 1.3mm/1.5mm and 2.0mm screws this is report 1 of 1 for (B)(4).